Manufacturer narrative:
Evaluation: method: device history review. Results: visual examination showed no issues. Functional testing of bottle and adaptor indicated that the unit functioned properly. The reported issue could not be duplicated. Conclusions: potential miss-use of product.

Event description:
The event is reported as: the aquapak bottle is leaking at the adaptor level. The reported defect was discovered during therapy treatment. No patient injury reported.